Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21402. The patient received four occipital (off-label) leads, each two pairs have the same lot number. It was reported one of the patient's four occipital leads was explanted due to skin erosion.